Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out, insulation anomaly was observed under x-ray. All electrical measurements were in range and stable prior to the procedure. The physician elected to implant a new lead. The lead was capped and replaced .the patient's condition is well.